Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported during the procedure the rubber gasket completely separated from the trocar cannula. They do not remember which device was being used at the time. There was no consequence to the pt.